Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open revision of gastric bypass, while stapling, gastric tissue to create new bypass, the stapler took about eight times to cycle as it would not allow full closure to ensure complete cycle. There was a problem loading the reload onto the adaptor. The stapler had to be cycled several times, according to surgeon before it correctly cycled and enabled firing mode. It also had a poor staple formation. The stapler stopped halfway through the firing and was not able to continue and therefore had to be backed off tissue and reloaded with new reload which performed sub-optimally and therefore to mitigate risk had to replace the handle and adapter with new reload. The stapler also had an incomplete staple line centrally. On the first firing, there was a gap between two tissue sections to be fired so when the first part of the tissue was stapled, the stapler seemed to stop after that and did not continue to finish firing. They put another purple load on to fire over and finish the staple line and that didn¿t work as it was going over other staple line. Then they had to cut extra gastric tissue and over-sew. The surgical time was extended for more than thirty minutes due to the product problem. And there was also 200cc of blood loss. In order to rectify issues with stapler, the surgeon had to resect additional gastric tissue and over-sew.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the reload was partially fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.